Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the end user cracked the spokes going around the inner part of the rim on the right side. She was being pushed up a hill and leaned to her right to look at something causing too much weight to be on the wheel and it cracked.